Manufacturer narrative:
(B)(6). Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 2579911, red particle material on the shell, opening on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.